Manufacturer narrative:
The date of death & event have been estimated. The date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death, is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title¿ additional postdilatation using noncompliant balloons after everolimus-eluting stent implantation: results of the press trial". The UDI number is unknown as the part and lot #s were not provided. The additional adverse patient effects referenced are being reported on a separate medwatch report #na.

Event description:
It was reported through a research article identifying xience prime that may be related to the following: death, dissection, perforation, myocardial infarction, stent thrombosis, and target vessel revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "additional postdilatation using noncompliant balloons after everolimus-eluting stent implantation: results of the press trial."